Event description:
The patient's housemate reported that patient began to act confused. Patient's blood glucose was tested using the suspect device and a result of 130mg/dl was obtained. Emergency medical technician's were called and their equipment read patient's glucose at 30mg/dl. Patient was treated with a d5w IV and transported to the hospital. Glucose controls were not used on the system. The patient also removed the test strips from their original capped vial and kept them in another container. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.